Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument's jaws were misaligned/bent and impossible to clip the hemlock on adequate vessel size. The customer opened a new clip applier with no problems during clipping. The procedure was completed with no reported injury. Isi obtained the following information: the medium-large clip applier was inspected prior to use and nothing out of the ordinary was noticed; however, when the surgeon tried to clip, they observed misaligned jaws. The issue occurred while surgeon attempted to clamp on a vessel or tissue bundle and there was an unsuccessful clip application (e.g., incomplete closure of clip). There was no bleeding due to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: review of the provided image is consistent with the customer reported complaint of misaligned jaw. Root cause of the failure mode cannot be confirmed without the returned device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 1.34mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.